Event description:
Some doctors allege item is cutting badly. They further allege that when the clamp is placed on the infant, it applies excessive force which results in premature cutting of the skin. In some cases, silver nitrate sticks and gel foam were required to stop the bleeding.